Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
A universal drill was sent for evaluation and ran on its own without activation during performance testing. No adverse event was associated with the event.